Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported a pump alarmed no disposable clamp tubing alarm. Alarm silenced and settings reviewed. Pump restarted and display now reads run. Pump alarming no disposable clamp tubing. Stopped, yet continues to alarm. Powered off and line clamped. Cassette removed and tubing massaged. One air bubble noted. Green tab depressed. Reconnected cassette and powered on the pump. Pump is double beeping still. Removed cassette again and massaged tubing. Green tab depressed. Reconnected and attempted restart. There was no patient injury reported.